Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that her implantable neurostimulator (ins) quit working on (B)(6). The patient experienced pain and a sudden change in therapy/symptoms. The patient stopped feeling stimulation, lost therapy, and the patient was in pain the minute the stimulation went off. The patient felt it "click" off in her body. (She had to run it at 8 volts and the patient could not tolerate it any lower.) The consumer also reported, on (B)(6), she woke up and she was not charged. The patient noticed she could not charge. She could not get the checkmark that she was charged. During the call, the patient used the implantable neurostimulator recharger (insr) and got the reposition antenna screen. The patient then used her patient programmer and was able to connect right away. The patient programmer showed the ins was on and that she was at 7.00 volts. The patient also noticed the eri (elective replacement indicator) message on the patient programmer. Patient services reviewed the meaning of the eri message and how to clear it. The insr also showed eri, and it was again reviewed how to clear it. The patient was then able to get to a normal recharging screen. The patient confirmed the ins was on. The ins battery was flashing and she had all coupling bars. The patient stated she felt stimulation now, and the patient confirmed everything was working now. There was no trauma or falls reported that could be related to the issue . The troubleshooting resolved the reported issue. The patient's relevant medical history included failed back surgery syndrome. Two weeks later, additional information received from the consumer reported that she kept seeing the eri message while charging. It was reviewed how to bypass the screen (by pushing the audio button). The patient did not have equipment near her, but would try that. The patient was directed the healthcare provider as it was unknown how much longer the battery will last.